Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed poor dispensing of the acid and base solutions and replaced the acid and base pumps. The cse has revisited the customer on two occasions and no further issues has been observed with the instrument. Siemens is investigating.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) result was obtained on an advia centaur xp instrument. The customer performed repeated testing and the troponin results were lower. The lower tnih result was reported to the physician(s) as a correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Siemens filed an initial MDR on 05/08/2019 for a discordant, falsely elevated cardiac troponin-I (tni-ultra) result obtained on an advia centaur xp instrument. (04/23/2019): the patient's preexisting medical condition(s) was incorrectly stated as unknown. The patient preexisting medical condition provided is meniscopathy, soreness of left shoulder. Only the acid pump was replace and not the base pump. Additional information (05/17/2019): the siemens customer service engineer (cse) performed a system check and replaced the acid and base valves (v70 and v71). The customer stated that there have been no recurring issues since the service intervention. Acid and base dispensing accuracy is important to the result precision of the system. If the acid or base dispense volume or stream direction are not correct, this can result in imprecision. Based on the information provided, and the parts replaced during the troubleshooting process, the cause for the elevated cardiac troponin-I (tni-ultra) is unknown. The instrument is performing within specifications. No further evaluation of the device is required.